Manufacturer narrative:
H.6. Investigation summary batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviation was found. Photos and samples were made available by the client for evaluation, making it possible to carry out an investigation and determine the root cause for the incident. The sample was analyzed and it is possible to state that during the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Event description:
It was reported that the needle precisionglide 26x1/2in experienced the needle penetrating through the shield. The product defect was noted during use. The following information was provided by the initial reporter: nurse pierced herself when connecting a needle (0.45x13mm). The needle was with the needle through shield. Additional information: the needle was not contaminated prior it stick through the shield. There was no need for medical or surgical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle precisionglide 26x1/2in experienced the needle penetrating through the shield. The product defect was noted during use. The following information was provided by the initial reporter: nurse pierced herself when connecting a needle (0.45x13mm). The needle was with the needle through shield. Additional information: the needle was not contaminated prior it stick through the shield. There was no need for medical or surgical intervention